Event description:
It was reported that during unpacking, stent damage was noted. The lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. When the 3.50x20mm liberte' bare metal stent was removed from its protective hoop and the stent protector was removed, stent damage was noticed. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.